Event description:
The customer reported that their xhibit central station (xcs) would power down on its own every twenty minutes. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer initially reported that they would send the faulty device in for service. However, the customer later cancelled the return request. No additional details were provided regarding the failure.